Manufacturer narrative:
Updated blocks: d10, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed no failures or error codes and the potassium intensity value remained steady during observations. There was evidence of ongoing thermistor problems in the erasable electronically programmable read only memory (eeprom) but the technician was unable to reproduce the issue.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The arterial bpm was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019, the monitor was gas calibrated without issue, and the potassium (k+) code was placed in the machine. During the procedure, after the first in-vivo recalibration the k+ numbers went high and the temperature value additionally went high (did not recall actual numbers seen on monitor). The k+ and temperature values flashed "high" and then the value disappeared from the parameter location. The patient was normothermic at this time. The team did run the prime through the shunt sensor during set up and continuously throughout priming, and then once they initiate bypass. The clinical specialist did speak with the perfusionist about separating the shunt sensor from the prime or ensuring that the prime is within the ph of 7.0 to 7.8. The team did not exchange the monitor during the case, they just ran intermittent blood gas samples to obtain the k+ value, for all other values were good. There was no delay in the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the monitor was giving high temperature and high potassium (k+) results and stopped working. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.